Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl with the specific value unknown but displayed as "high." Correction was made through an injection via mdi, and no assistance from a third party was required. Technical support resolved the issue by sending a replacement pump and advising the customer on necessary steps for returning the malfunctioning pump. The customer understood and acknowledged the instructions provided.